Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that during use a fiber scope would not pass through the endobronchial tube smoothly. The physician used the tube until the end of the procedure. There was no patient harm or intervention reported.